Manufacturer narrative:
Exact date unknown, event occurred several years ago from the date the manufacturer became aware of the event. Explant date: several years ago.

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent an ipg explant procedure.